Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy pd fluid and abdominal pain. On the same day as the onset, the pt was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was not reported. Three weeks later the pt was recovered from the peritonitis and one day later was discharged from the hospital. At the time of this report dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Pt age: the exact date of birth was not reported; however, it was reported to be in 1955. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Description of the event: it was reported that the patient had a break in aseptic technique, further described as poor environment for peritoneal dialysis (pd) therapy, which caused peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.